Manufacturer narrative:
Summary of evaluation: metallurgical analysis revealed the alta cfx rod broke due to fatigue. The excessive forces that were applied to the alta cfx rod due to the patient's prolonged non-union of her subtrochanteric femoral fracture was most likely the contributing factor for the rod breaking in fatigue.